Manufacturer narrative:
The patient's recent gi bleed was reported within MFR report # 2916596-2019-03955. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted for left middle cerebral artery (mca) ischemic stroke and right sided weakness. A CT scan was performed. The patient wanted the lvad turned off and minimal medical intervention moving forward. The patient was off acetylsalicylic acid for recent gastrointestinal bleeding and international normalized ratio (inr) goal was lowered back down to 2-3. It was noted that the patient wanted to have the vad turned off to reduce risk of further stroke. Explant was decided due to some recovery seen on echocardiogram and to lower the risk of stroke. The patient did not receive any other mechanical circulatory support devices. The pump was explanted on (B)(6) 2016.